Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was found to be blank. The device's lcd screen was replaced to address the issue. The device had evidence of physical damage. A "service required" code was found during service in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.